Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h6-patient code changed to 4582. The device was returned to the factory for evaluation on 11/21/2024. An investigation was conducted on 12/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The blue toggle was manipulated to close the jaws. The jaws were able to be closed fully with no visual or physical difficulties observed. The blue toggle was manipulated to open the jaws. The jaws were able to be fully opened with no physical or visual difficulties observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaws" was not confirmed. The lot # 3000418667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 clamp doesn't close (jaw). It doesn't capture. No components of the device in the tunnel. New device used to complete the procedure. 5-minute delay. No harm to patient reported.